Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via merlin.net, it was observed that the device had gone into backup vvi after interacting with the patient's merlin@home unit. Programming changes were made and the device was upgraded with current cybersecurity software. The patient was stable following.